Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hyperglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hyperglycemic event was caused by repeated failed infusion sets.

Event description:
On (B)(6) 2024 an ilet user reported they experienced a high blood glucose (bg) resulting in hospitalization. The event occurred on 9/18/24. The user reported experiencing elevated bg levels and has been going through 4-5 infusion sets daily due to adhesive failure. The user has been using the ilet system for several months without issues, but the last two boxes of infusion sets have not adhered properly to their skin. As a result, the user has been in and out of the hospital multiple times due to both high and low blood glucose levels, although they could not recall the details of these hospitalizations. The user was using the convatec inset (23", 6mm) teflon cannula infusion set. The user did recall their last hospitalization on (B)(6) 2024, which occurred after multiple infusion sets failed to stick, leading to high bg levels (330 mg/dl) for approximately 3 hours. The user took themselves to the hospital, where they received an IV insulin drip to bring their blood glucose levels down. The user also administered 60 units of humalog as a backup therapy and tested positive for trace ketones, following their ketone action plan. During the event, the user experienced nausea and shaking.